Manufacturer narrative:
Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the staff was deploying their first angio-seal device after an in service and demo model deployments. It was reported that her demo units were deployed satisfactory and the doctor agreed to allow her to start the certification process. When pulling back and proceeding to tamp the collagen, the backward tension was released on the angio-seal when initialing tamping. The physician tried tamping again, but pulsatile blood flow was coming from the site. Manual pressure held. Pulses were felt in groin upon manual pressure. The distal pulses were very difficult to find in the beginning of the procedure, as they were at the end of the procedure. The patient was stable and replied cheerily that she was fine. Blood loss was reported to be less than 250cc. The procedure outcome was successful. There were no other devices or equipment being used with the angio-seal device. Additional information was received on 10/22/18. The procedure being performed was a carotid stent. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. A new tech operator who became nervous and tamped while laying the end of the angio-seal down. Hemostasis was achieved by manual compression. The patient was given heparin during the procedure. Act (activated clotting time) was 219, other than that no other testing was performed to diagnose the bleeding. The patient was stable and discharged. There were no devices being used with the reported product.

Event description:
Additional information was received on 10/30/18. The patient was on daily blood thinners before the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.